Manufacturer narrative:
On 6/21/2017 - received information from the hospital stating that the patient was admitted to the hospital on (B)(6) 2017 due to chest pain. On (B)(6) 2017 the patient was discharged from the hospital with hospice care. The patient expired on (B)(6) 2017. The official cause of death is uterine cancer. Should additional information be received, this file will be updated. The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
This patient was hospitalized for chest pain. No action was taken. The device remains implanted. Should additional information become available this file will be updated.